Event description:
The customer reported to olympus, there were defects of the distal end (including adhesive) of the fiberscope. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the bending section of the fiberscope was broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation of the device (broken bending section). There were no reports of patient or user injury associated with this event.

Manufacturer narrative:
The customer's reported issue (defects of the distal end/including adhesive) could not be confirmed. Additionally, service identified irregularities in the external appearance of the boot. There was an image issue due to a broken fiber. The broken bending section caused air/water leakages. The investigation is on-going and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the bending tube was broken by pushing with excessive force while the bending section was being fixed. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ ¿do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ this supplemental report includes information added to d9 and h4. Olympus will continue to monitor field performance for this device.